Event description:
Premature eri/eos due to battery issue. This issue is one of 25 devices that experienced this problem. This MDR is being filed retroactively at the request of cdrh and oii after an inspection in feb. Of 2025. Avertix performed a voluntary recall/correction in 2023 for this issue.